Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a1, b4, b5, b6, e1, e2, e3, g3, g6, h2, h6, h10, h11. The following sections were corrected: b2.

Event description:
It was reported that the patient began experiencing continued pain and stiffness approximately five (5) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - persona all poly patella 38mm, catalog#: 42540000038, lot#: 64561081, persona revision cemented standard femoral component size 11 left, catalog#: 42504607001, lot#: 64463084, persona revision stem 18mm x 135mm, catalog#: 42560113518, lot#: 64536729, persona distal femoral augment size 11 10mm, catalog#: 42556607010, lot#: 64363701, persona revision distal femoral augment size 11 10mm, catalog#: 42556607010, lot#: 64363701, persona revision trabecular metal femoral cone size large, catalog#: 42545001013, lot#: 64154149, persona posterior stabilizing articular surface 12mm left size 10-11 ef, catalog#: 42512600812, lot#: 64086729, persona revision fixed tibial component size f left, catalog#: 42542007501, lot#: 64296012, persona revision offset stem 6mm x 15mm x 135mm, catalog#: 42560613515, lot#: 64530348, persona revision left medial half block size ef 10mm, catalog#: 42555805310, lot#: 64323688, persona revision left lateral half block size ef 10mm, catalog#: 42555805110, lot#: 64323684, persona revision trabecular metal tibial cone size medium, catalog#: 42545000512, lot#: 64189939. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient began experiencing continued pain and stiffness approximately five (5) years post-operatively. Attempts have been made; however, no additional information is available.